Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill within an orthopat machine. No donor or reaction was reported.

Manufacturer narrative:
Upon eval of the device the reported problem was verified. The components which were contaminated or damaged were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. Haemonetics (B)(4).